Manufacturer narrative:
Device evaluation is not necessary as the ear infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient developed a severe double ear infection following the first vns placement. The mother of the patient denied any presence of source of infection at the surgical sites with the original implant. The patient did not develop an ear infection after their vns replacement years later. No additional relevant information has been received to date.